Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right coil was way too close to her hipbone and tilted to the right theres a chance that one or both coils may not in her tubes') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain"), arthralgia ("hip pain"), back pain ("back pain") and flatulence ("her debilitating pelvic, hip, back pain during her period was caused by gas."). At the time of the report, the device dislocation, pelvic pain, arthralgia, back pain and flatulence outcome was unknown. The reporter considered arthralgia, back pain, device dislocation, flatulence and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media :arthralgia, back pain, device dislocation, flatulence and pelvic pain amendment: the report was amended for the following reason: as per mail conversation case (B)(4) and (B)(4) are duplicated of each other. The information transferred form deletion case(B)(4) to retention case (B)(4) so this case will be deleted from the bayer database. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('right coil was way too close to her hipbone and tilted to the right there's a chance that one or both coils may not in her tubes') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included levonorgestrel (mirena). On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pain"), arthralgia ("hip pain"), back pain ("back pain") and flatulence ("her debilitating pelvic, hip, back pain during her period was caused by gas."). At the time of the report, the device dislocation, pelvic pain, arthralgia, back pain and flatulence outcome was unknown. The reporter considered arthralgia, back pain, device dislocation, flatulence and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: arthralgia, back pain, device dislocation, flatulence and pelvic pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.